Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated. The patient had no complaints and was in normal sinus rhythm at 69 bpm. The device exhibited no pacing and no output with magnet application and there was a 1.75 second pause during magnet application. The device was scheduled to be replaced.